Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A siemens headquarters support center specialist reviewed the data provided. The hsc specialist reviewed the reaction curves, which indicated insufficient or no sample aspiration or delivery to the reaction cuvettes occurred. After the discordant result was obtained, troubleshooting was not performed and the assay was performing as expected with good quality control recovery. The hsc specialist concluded the cause of the discordant, falsely low transferrin was due to no or insufficient sample aspiration caused by a possible bubble or fibrin in the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low transferrin (trf) result was obtained on a patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The physician questioned the result, as it did not match the clinical picture. The sample was repeated on the same advia 2400 instrument, resulting higher and consistent with the patient's clinical picture. A corrected report was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low transferrin result.